Event description:
Prior to an initial implant procedure, there was a failure to interrogate observed on the device. The device was not implanted and replaced to complete the procedure. The patient is stable with no consequences.

Manufacturer narrative:
The reported complaint of inability to interrogate was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance and output testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.